Manufacturer narrative:
The reported field event of noise reversion alerts and output anomalies were not confirmed in the laboratory as no stored electrogram was in the device and no printouts were supplied from the field. The device was tested on the bench as well as using automated test equipment and no anomaly was detected. The cause of the field events could not be determined.

Event description:
It was reported that during implant, a message was shown that capture and sensing tests were unable to be completed due to ongoing noise reversion. However, ecgs showed that no noise reversion had been occurring. After a second attempt to reinterrogate the device, the same message was shown again. Attempted dft testing also failed and the patient had to be externally rescued. Device was not implanted and was replaced.